Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included asthenia, osteoarthritis and joint pain. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced arthralgia ("joint pain"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 4 years 5 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown and the arthralgia had resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter considered arthralgia to be related to essure. The reporter commented: the removal was performed at the patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("essure removal") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included asthenia, osteoarthritis and joint pain. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced arthralgia ("joint pain"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 4 years 5 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown and the arthralgia had resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter considered arthralgia to be related to essure. The reporter commented: the removal was performed at the patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: data entry of hospital reference number (B)(4) amended as e2b hospital record number after internal case review and clarification with local pv. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included asthenia, osteoarthritis and joint pain. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced arthralgia ("joint pain"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 4 years 5 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown and the arthralgia had resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter considered arthralgia to be related to essure. The reporter commented: the removal was performed at the patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Date of sample received at quality unit 2021-11-02. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 12-nov-2021: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included asthenia, osteoarthritis and joint pain. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced arthralgia ("joint pain"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 4 years 5 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown and the arthralgia had resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter considered arthralgia to be related to essure. The reporter commented: the removal was performed at the patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.